Event description:
Patient's caregiver called in as the patient passed away overnight at around 2am while wearing the wcd system. Caregiver did not indicate cause of death, but ems was dispatched and removed the system from the patient. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed safety, and eit but failed inspection for unrelated cosmetic issue. The returned monitor passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspections. There is no indication of a product malfunction. Evaluation of the returned system confirmed no issue with device performance and the wcd system performed as intended. Patient death was not related to wcd performance.